Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: during investigation, the keypad complaint was unable to be duplicated. The bolus button was found to be semidetached. The pump was disassembled and the keypad flex was found to be loose and the connector was not fully closed. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Additionally, the belt clip was glued in which damaged the u channel. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.